Event description:
It was reported the unipolar impedance was greater than the bipolar impedance. Elective replacement indicator behavior and potential lead insulation failure were discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.